Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with external insulation abrasions 10.9 to 11.1 and 12.1 to 12.3 cm, exposing the outer coil, consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.